Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer felt resistance while loading the cartridge. The syringe, needle and cartridge were changed. The new cartridge was successfully loaded. Insulin delivery was resumed. There was no reported impact to blood glucose.